Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stent fracture/break was not confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure; however, the investigation was unable to determine a conclusive cause for the reported stent fracture/break. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D6a - implant date removed and na added.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo left circumflex artery that was 95% stenosed. A 2.75x48mm xience xpedition failed to cross due to anatomy. It was noted that the distal end of the stent was broken. The device was simply removed. The lesion was dilated once more and another stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.